Event description:
Per the clinic, the device was partially inserted due to fibrotic tissue in the cochlea during implantation surgery. It was reported that the patient had no auditory percepts with the device. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on march 15, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 4, 2024.